Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with injection reflin (dose: 1 gram) and injection tobramycin (dose: 40 milligram, daily) for 14 days for peritonitis. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.